Event description:
In 2005, the physician attempted stent placement of a wavemax stent in the right common iliac through a left common femoral artery access site. The physician attempted to crossover from the left common femoral artery to the right common iliac but the device would not cross. The physician attempted to "retract the stent through a short sheath and the stent dislodged from the delivery system." The exact reason for the stent dislodging is unk, however it was stated that the distal tip of the stent" appeared quite banged up." A snare was unsuccessfully used to retrieve the dislodge stent, and the pt was taken to surgery. Reportedly, the physician ultimately treated the lesion in the right common iliac by "placing a contra lateral sheath up over the bifurcation and was successfull placing another wavemax stent." The pt's stay in the hosp was increased by a day. At last report, the pt was doing "fine".